Event description:
Procedure performed: (B)(6). Event description: breakage of the plastic part of the alexis retractor, clinical consequences observed: risk of residual fragments. Additional information received from applied medical representative via email 6sep22: sheath breaking. Risk of small parts (fragments) of the sheath additional information received from applied medical representative via email 9sep22: the incident took place at the emergencies or. No more details at the moment. Additional information received from applied medical representative via email 20sep22: the incident took place at the emergencies or by night and I did not find anybody who could explain to me what occurred. Patient status: no patient injury has been reported. Type of intervention: (B)(6).

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of sheath tear. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument or object that came in contact with the sheath, resulting in a hole or tear. As the sheath experiences stresses during use, it is possible that the hole or tear propagated through the sheath.

Event description:
Procedure performed: ni. Event description: breakage of the plastic part of the alexis retractor. Clinical consequences observed: risk of residual fragments. Additional information received from applied medical representative via email 6sep22: sheath breaking. Risk of small parts (fragments) of the sheath. Additional information received from applied medical representative via email 9sep22: the incident took place at the emergencies operating room. No more details at the moment. Additional information received from applied medical representative via email 20sep22: the incident took place at the emergencies or by night and I did not find anybody who could explain to me what occurred. Patient status: no patient injury has been reported. Type of intervention: ni.